Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break contributing to the reported sensing and capture issues.

Manufacturer narrative:
This product has been returned and is currently undergoing analysis. This report will be updated upon its completion.

Event description:
Boston scientific received information that this lead was an attempted right atrial (ra) implant. The lead was positioned in the atrial apendage but poor sensing and noncapture were observed. The lead was repositioned but the issue persisted; it was subsequently extracted and replaced with an alternate lead exhibiting normal measurements. No adverse patient effects were reported.